Event description:
Pt was revised to address original positioning of the cup, resulting in impingement and discomfort.

Manufacturer narrative:
Although the exact date of the primary surgery is unk, it wa reported to have occurred approx 1 year ago. The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was unavailable. The investigation could not verify or identify any evidence of product contribution/error regarding the reported event with the info available. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional info be received to change the outcome of the performed investigation, the complaint will be re-opened.